Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 port would not stay in incision when inflated. It had to be replaced to complete the vein harvesting. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the btt inflation valve was protruding halfway out of the tubing. Based upon the visual observations, the reported complaint was confirmed. Internal file number - (B)(4).